Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving baclofen (dose, concentration and lot number unknown) via an implantable pump for intractable spasticity and other spasticity. After pump implant on (B)(6) 2012 (also noted as (B)(6) 2012), the patient was "pretty sick" so she had to be readmitted. She then went home again after that resolved. Two days after that, the stitches popped out and fluid was coming from incision site. There was no infection, but due to the way the patient moved it caused the opening of the wound. The patient went to the emergency room (ER) and stayed in the hospital for a long time because she was not up and walking. It was noted the patient had rett syndrome so she was no longer able to walk. The patient was completely ambulatory before the pump was placed.

Event description:
The patient's follow-up healthcare professional was not aware of any issues with the pump or sutures in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.